Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the cuts were inaccurate. It was reported that it took three passes to complete the cuts, the saw was jumping and the saw cut out on the tibia cut. Also the robot was struggling to hold plane. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The log files for this event were reviewed. The investigation could not confirm the reported issue of "cuts were inaccurate, it took 3 passes to complete the cuts, the saw was jumping and the saw cut out on the tibia cut. Also the robot was struggling to hold plane.". The investigation found that the most probable root cause of the reported issue is due to array movement. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. The investigation also found evidence of sub-optimal leg position. In addition, the investigation found evidence of saw blade deflection. There are no defects found with the system or software. The assignable root cause was determined to be due to user.